Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that when removing the shield, the needle with the shied was separated from the hub. Both returned syringes were tested and the hub-needle assembly did not separate from the barrel when the shield was removed on either of the syringes. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200863709} noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle was separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle was separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.